Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, there was difficulty inserting all of the leads into the header block of the device. Multiple insertions were required to finally get the leads to sit properly beyond the setscrews. The device remains in use. No patient complications have been reported as a result of this event.